Event description:
It was reported that the insulin pump alarmed motor error during rewind. Customer's blood glucose reading was 113 mg/dl. It was reported that customer was unable to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. The insulin pump passed displacement, rewind, and basic occlusion tests. The insulin pump has cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.